Event description:
Revision surgery - femoral stem subsided

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
See d4 expiration date, d6a, h4 and h11.